Event description:
It was reported that the patient was unable to adjust stimulation. It was noted that the device was powered off. Patient had noticed this issue two weeks prior to this report when she went to make an adjustment to her stimulation. Patient¿s stimulation was now on and she was able to increase stimulation. Patient last saw her healthcare professional (hcp) on (B)(6) 2013. Patient had been told to keep stimulation at a certain level at all times and to turn stimulation off at night. Patient was still experiencing pain in her hips, primarily in her left hip, lumbar spine and underneath her bra line. It was noted that this was mostly due to muscle pain. Stimulation was helping pain in the patient¿s legs. It was noted that when the patient turned her stimulation up too high, she would get an electric shock from back where the leads are down into her legs. Patient¿s leg will fly up into the air and it felt like she was getting electrocuted and it was very uncomfortable. It was further noted that the patient did not like the stimulator. Patient had some reprogramming done with the hcp and manufacturing representative a few times in the past. Hcp had recommended reprogramming again but the patient had not gotten around to it. Patient has had 2 back surgeries, the first one in 1997 and the second one in 1999. 6 months into recovery, the patient developed chronic pain that never went away. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 37744, serial# (B)(4); product type programmer, patient product ID 8591-38, lot# d12886, implanted: 2012 (B)(6); product type accessory product ID 3550-39, lot# n308150, implanted: 2012 (B)(6); product type accessory product ID 39286-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).